Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient presented in clinic and programming changes were made. The patient was stable throughout.